Event description:
The customer reported that the system displayed charging errors upon boot up and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply, gib pcb assembly, passive backplane and the mainframe battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.